Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant procedure, difficulty in lead insertion was observed. Physician extended helix and the stylet would not deploy to the lead tip. A new lead was implanted. Patient was stable.